Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, inflation/deflation difficulties were encountered. He indicated that the 70-80% stenotic de novo lesion was in the proximal, moderately tortuous circumflex. It is unknown if the lesion had been predilated. The physician advanced the taxus express2 2.75 x 12 mm drug eluting stent across the lesion. He noted that the balloon did not expand initially: he dialed the inflation device up to 14 atms, and the balloon expanded approx 1-2 mm. The balloon was reprepped several more times and finally inflated after 2-3 attempts. The stent was successfully deployed, however, the balloon would not deflate and remained inflated for approximately 1 hour. The physician tried various manuevers to deflate the balloon; used several syringes, cut the hub of the device, tried to insert the back end of a guide wire to pop the balloon, but the wire was deflected off the surface of the balloon. He tried to insert a trans-septal needle, but was unable to as he was using a 6 fr guide catheter. He changed to an 8 fr guide, but was unable to advance the trans-septal needle, due to the stiffness of the needle and the tortuosity of the vessel. An intra-aortic balloon pump was inserted in preparation for taking the pt to surgery. In a last ditch attempt, the physician deep seated the guide catheter and advanced a cutting balloon and was finally able to rupture the balloon. The pt was apparently asymptomatic during this event and is reportedly doing well.